Event description:
It was reported that vessel perforation occurred. The target lesion was located in the proximal right coronary artery. A 3.50x20mm promus premier¿ stent was advanced and deployed in the lesion however a vessel perforation was noted. The physician commented that the chosen stent size was too large for the vessel. Surgery was performed to treat the perforation. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).